Event description:
The customer reported a colleague infusion pump with failure code 810:04 which caused the device to fail powering up. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Additional information: h9. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously serviced for the reported condition of ?fc 810:04.? (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).